Manufacturer narrative:
(B)(4). Concomitant medical products- unknown mom acetabular shell. Report source, foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00987. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the patient's legal representative that the patient underwent a left total hip replacement . Subsequently, the patient is considered for a revision surgery due to elevated metal ion levels.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
The patient claiming damages for elevated metal ion levels.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information.

Event description:
The patient claiming damages for elevated metal ion levels.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
The patient claiming damages for elevated metal ion levels.